Event description:
A (B) (6) female with obstetric trauma was implanted with an action device. On (B) (6) 2008, the cuff was removed, due to "extrusion of cuff." No further info provided. Device not returned for analysis.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.